Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information related to a simplygo mini portable oxygen concentrator. The device was returned to a third party service center. The service technician evaluated the device and reported airside making whistling noise, o2 side leaks air and o2 was low, sieves are clogged, compressor over-heating and trepidation. The technician recommends replacement of sieves and patient's filter. The technician's report states the patient's filter was replaced as preventative maintenance.